Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a blood leak occurred during the patient¿s hemodialysis (hd) treatment with a damaged optiflux dialyzer. The blood leak was noted as being an external blood leak. The leak was discovered when the staff observed a drop of blood on the floor. Treatment was stopped and the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the machine and treatment completed successfully with a new dialyzer. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility clinical manager reported that a blood leak occurred during the patient¿s hemodialysis (hd) treatment with a damaged optiflux dialyzer. The blood leak was noted as being an external blood leak. The leak was discovered when the staff observed a drop of blood on the floor. Treatment was stopped and the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the machine and treatment completed successfully with a new dialyzer. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. However photographs of the complaint sample were provided. The first photograph shows a dialyzer where blood is present throughout the device and appeared on the exterior surface. Blood was additionally noted in the background on the floor in front of the machine. The second photograph is a zoomed in picture of the header cap with blood present within the dialyzer and appeared to be between the threads of the header cap. Potential causes of header leaks include damage to the threads, cracked header caps, and pu build up on the threads causing torque not to be met, delamination, a pu sliver under the o-ring, or a damaged o-ring. The probable causes for these failures to occur may include rough handling (causing cracks or physical damage), and anomalies during the manufacturing process such as incorrect potting ratios or incorrect placement of a dialyzer in the carousel. The photographs were not conclusive in regard to what had caused the leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.